Manufacturer narrative:
Product evaluation details: the device evaluation has been completed. The device was inspected and a hole was observed on the pebax. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the pc board failure cannot be determined. The root cause of damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a recognition issue occurred. It was reported that the carto 3 was not recognizing the thermocool® smart touch¿ bi-directional navigation catheter at all. The physician changed the catheter to another one and the procedure was completed without patient consequence. The recognition issue is not MDR reportable since the potential risk that it could cause or contribute to aor death is remote. The biosense webster inc's failure analysis lab (fal) received the catheter for evaluation on (B)(4) 2018. Upon initial visual analysis ¿an opening in the pebax¿ was found. The issue of the pebax being cracked or broken has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on (B)(4) 2018.